Event description:
It is reported through the pt's attorney that the device was implanted in 2003. Post-op, the pt experienced pain and x-rays in 2004, revealed a fracture of the femoral stem. A revision surgery was performed twenty eight days later, where the femoral stem was replaced.

Manufacturer narrative:
Evaluation summary: no engineering analysis could be done with available info. Cause cannot be definitively determined. Evaluation: no product or x-rays were returned for review. Device history records indicate device manufactured to specification.